Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The tech adjusted/aligned the IV pole button on the side panel and the machine was returned to service. Investigation is in process. A follow up report will be provided.

Event description:
The customer stated that the IV pole on the trima device is not staying up. No injury has occurred as a result of the problem. There was not a patient or operator involved at the time of the IV pole falling, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The tech adjusted/aligned the IV pole button on the side panel and the machine was returned to service. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for an IV pole button adjustment.

Event description:
The customer stated that the IV pole on the trima device is not staying up. No injury has occurred as a result of the problem. There was not a patient or operator involved at the time of the IV pole falling, therefore no patient information is reasonably known at the time of the event.